Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient is scheduled for a lead revision surgery on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient presented due to a lack of therapy despite the device being turned on and otherwise operable. The lead observed to be migrated upon x-ray. An impedance check was conducted, and poor impedance values suggest a lead fracture. The patient could not remember any environmental, external, or patient factors that may have contributed to this issue. The issue was not resolved at the time of the report. A surgical intervention was not performed at the time of the report; however, a surgical intervention was planned, but has not yet been scheduled to resolve the issue. There were no further complications reported or anticipated.